Event description:
It was reported that the patient was revised due to loosening of the femur/tibia. The loosening interface was bone/cement. Doi: (B)(6) 2021. Dor: (B)(6) 2024. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. According to the information received, ¿patient was revised due to loosening of the femur/tibia. The loosening interface was bone/cement and the cement manufacturer was depuy synthes. Surgical delay was unknown." Product description:- depuy cmw 1 40g, product code:- 3312040, lot no:- 9571712, quantity of manufactured:- (B)(4), date of manufacturing:- 06-aug-2020, expiry date:- 31-jul-2023. Product checked: retained samples. Required testing: tm-t150 cement setting time there are no non-conformances associated with this lot. The samples returned were tested in a temperature and humidity-controlled laboratory. Lot: 9571712, dough time: 01 min 30s (spec: 02 min 00s max), mix characteristics: soft., setting time: 08 min 57s (spec: 07 min to 10 min 30s). The cement mixed and behaved as expected for the product type and met the appropriate control specification (ref: ms-001 master specification: depuy cmw 1). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : product description:- depuy cmw 1 40g, product code:- 3312040, lot no:- 9571712, quantity of manufactured:- (B)(4), date of manufacturing:- 06-aug-2020, expiry date:- 31-jul-2023. Device history review : a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities related to the malfunction were identified.